Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on (B)(6) 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and that it had performed to specification up to the (B)(6) 2017. Between the (B)(6) 2017 and the (B)(6) 2017 the device records seven manual power ups all of ten minutes' duration. The device was disassembled to investigate. The measurements taken during the investigation would indicate a failure of the membrane due to a breakdown in the cross-over insulation. This indicates that the current leakage had caused the device to switch on automatically. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.